Manufacturer narrative:
(B)(4). Date sent: 4/2/2024. D4 batch #: unknown. Additional information was requested and the following was obtained: "was there any adverse event to the patient or health care professional?: "yes". Please give a detailed explanation of the adverse consequences caused to the patient and how it was addressed. Answer: in fact, the "yes" was mistaken for the adverse event, followed response from the representative, who followed the procedure. "The adverse effect caused, was due to the locking of the jaw in a lipoma, was solved without giving to the patient, the disorder was due to the surgical time that increased a few minutes due to the occurred, was replaced by another enseal, ending the surgery successfully. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a prostatectomy the jaws of the device locked into the tissue. Was there any adverse event to the patient or health care professional?: "yes".